Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and conservatively filed for death. It was reported that on (B)(6) 2018, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. Two clips (80312u284, 80315u119) were deployed, reducing mr to grade 1. On (B)(6) 2018, routine echocardiogram was performed and the mr was 1-2 and a single leaflet device attachment (slda) was noted. On (B)(6) 2018, another echocardiogram was performed and the mr grade increased to 4. On (B)(6) 2108, mitral valve replacement surgery and tricuspid valve reconstruction were performed. Surgery was successful, and the patient was discharged. On (B)(6) 2018, the patient was diagnosed with pseudomembranous colitis and was started on antibiotic therapy. Between (B)(6) 2018 and (B)(6) 2018, the patient experienced renal failure, persistent diarrhea and hypokalemia and was hospitalized. On (B)(6) 2018, the patient presented with ventricular fibrillation and arrhythmia, and died. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be determined which clip experienced the single leaflet device attachment; therefore, the expiration dates were provided for both lot numbers: lot # 80312u284: expiration date, 13-mar-2019. Lot # 80315u119: expiration date, 15-mar-2019. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue for any of the two lots. All available information was investigated and the definitive cause for reported slda cannot be determined. The reported recurrent mitral regurgitation (mr) was due to the slda. The definitive cause for arrhythmia, and ventricular fibrillation could not be determined. The reported death was due to various health complications that patient had. The reported death was due to multiple complications that patient had. The reported patient effects of worsening mr, death, ventricular fibrillation, arrhythmia, surgical procedure and hospitalization are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, death was due to co-morbid condition and was unrelated to the device.